Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing resulting in inappropriate mode switching, and inappropriate pacing. The ra lead was planned to be reprogrammed and it remains in use. No patient complications have been reported as a result of this event.